Manufacturer narrative:
A complete analysis and testing of 3 opened and used reservoirs showed that they are functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the insulin pump alarmed during the manual prime process. The blood glucose reading was 112 mg/dl. The customer stated that he also experienced high blood glucose levels the day prior. Upon troubleshooting, it was found that a reservoir replacement resolved the issue. She was advised to return the reservoir for analysis. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.